Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing, undersensing, and false automatic mode switch episodes due to noise were observed on the atrial lead. The episodes led to the induction of ventricular tachycardia. It was suspected to be caused by the connection with the header of the device. The atrial lead was capped and replaced and the device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2018-06746.